Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 260 mg/dl. System check could not be performed as the issue occurred in the past. Reportedly, the customer resumed insulin delivery on the pump.